Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1200; serial number: (B)(4); model/catalog description: precision montage MRI ipg sterile kit. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fall and the incision site opened. The patient was treated with antibiotic ointment over the area of the small irritation.